Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The event could have occurred due to faulty central processing unit board. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a diagnostic esophagectomy and gastric tube reconstruction procedure. The procedure was completed using a similar device.

Event description:
It was reported that the video system center exhibited horizontal lines and had no image. It is unknown when the issue occurred. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E1: establishment full name - (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.